Event description:
It was reported that the reservoir of this inflatable penile prosthesis (ipp) had migrated through tissue, resulting in a bulge in the abdomen of the patient. The reservoir was explanted and replaced. No further patient complications were reported.